Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be flattened. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported while a patient had been wearing a pod for 10 hours their blood glucose level had rose to 410 mg/dl in addition the pod was leaking during wear. The patient reports experiencing irritation at the pod infusion site, (abdomen).